Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm or insulin squirt out during manual prime. The customer blood glucose level was unknown. Troubleshooting was performed. Customer was disconnected insulin pump during prime. Customer states insulin pump not bumped or dropped or no water contact. Customer states drive support cap was not damaged or flush. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.